Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: after firing the instrument, the staples near the resection line were not closed. Two staple rows were open. Duet6035a was used. There was an extension of surgery time by more than 30 minutes. The surgeon had to oversuture the staple line.

Manufacturer narrative:
(B)(4).